Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when patient presented via remote transmission and in clinic, noise was observed on the right ventricular (rv) lead. Lead replacement is planned. The patient was stable.

Manufacturer narrative:
A complete lead was returned in two segments for analysis. External insulation abrasion was noted at 20.4-20.7cm and 26.0-26.3cm from the distal tip, consistent with lead friction to another device or feature of the patient anatomy. Clavicular crush damage was noted at 28.9-29.5cm from the distal tip. The ptfe liner was found damaged and the lead body insulation was found compressed but intact at this location. All filars of the inner coil were found fractured, consistent with clavicular crush. This is consistent with the observation from the field of noise.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
New information received notes that the right ventricular (rv) lead was explanted and replaced. It was suspected that the lead had interference from capped lead in the patient. The patient was stable.